Event description:
Customer reported that the panorama central station's display went blank, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and corrections include repairing the lcd display and power supply module. Calibrate and ran diagnostics to factory specs. Unit returned to customer.